Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pump was started successfully, but as occlusion increased, the rollers slowed significantly until a belt slip message was observed on screen. The pump was disassembled and it was found that the belt drive on the motor was damaged. The belt slipped off the motor pulley and was loose. It was determined that the pump did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'belt slip' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.